Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system on a bicuspid aortic valve. The perimeter of the annulus was measured at 64.9mm and the diameter was 33mm. It was noted that there was heavy calcification on the left-coronary cusp (lcc). The right coronary cusp (rcc) was measured at 27.5, the non-coronary cusp was 30.5mm, and the lcc was 27.1mm. A pre-bav was performed with a 16mm non-abbott device. Upon the first deployment, the device was noted to have a non-uniform expansion. The device was re-sheathed and another attempt was made to deploy with the same results. It was noted that there was coarse tubular calcification between the annulus and left ventricular outflow tract (lvot). The device was re-sheathed and upon the third attempt to deploy the device expanded normally. The device was implanted. It was noted that there was a moderate perivalvular leak from the calcified region. A post-bav was performed and the leak reduction was to a lesser extent. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of off-label use, perivalvular leak, and valve underexpansion was reported. A returned device inspection could not be performed as the device remains implanted and was not returned for analysis. Based on available information, a cause for the reported event could not be conclusively determined; however, it is possible that the large amount of calcification contributed to some of the reported issues, including the valve under expanding. The reported unexpected medical intervention was result of case specific circumstance as the patient required post-bav due to perivalvular leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with regards to manufacture, design, or labeling. It was indicated by the field the valve was implanted in a bicuspid aortic valve. Please note per the instructions for use, ¿contraindications: the valve is contraindicated for patients with any leaflet configuration other than tricuspid.¿

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system on a bicuspid aortic valve. The perimeter of the annulus was measured at 64.9mm. It was noted that there was heavy calcification on the left-coronary cusp (lcc). The right coronary cusp (rcc) was measured at 27.5mm, the non-coronary cusp was 30.5mm, and the lcc was 27.1mm. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 16mm semi-compliant non-abbott balloon. Upon the first deployment, the device was noted to have a non-uniform expansion. The device was re-sheathed and another attempt was made to deploy with the same results. It was noted that there was coarse tubular calcification between the annulus and left ventricular outflow tract (lvot). The device was re-sheathed and upon the third attempt to deploy the device expanded normally. The device was implanted. It was noted that there was a moderate perivalvular leak from the calcified region. A post-bav was performed, and the leak reduction was to a lesser extent. The patient status was stable.